Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported providing chart notes from visit, perio classification- perio due to recession at #30 3-4mm.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.